Manufacturer narrative:
The rse evaluated the device remotely and determined that the treatment had been disabled due to a user error. After guiding the customer to perform operational checks, the equipment was fully functional. The device remains at the customer site, and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the device gave a treatment has been disabled prompt. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6).